Manufacturer narrative:
1. The model and/or catalog numbers of the device listed in the report: product ID #: 030449. Endo gia universal. Product ID #: 030455. Endo gia roticulator 45-3.5 sulu. Product ID #: 030458. Endo gia roticulator 60-3.5 sulu. 2. The lot number and/or serial number was not provided in the received user facility report. Additionally, no contact information, reporting facility information, address or phone numbers were provided. Therefore, we are unable to follow up with the reporting facility to acquire additional information. If the name of the reporting facility and/or the event reporter becomes available we will conduct a thorough follow up and report any relevant additional information at that time. 3. The only information available to the company was reported in the user facility report. Additionally, no contact information, reporting facility information, address or phone numbers were provided. Therefore, we are unable to follow up with the reporting facility to acquire additional information. If the name of the reporting facility and/or the event reporter becomes available we will conduct a thorough follow up and report any relevant additional information at that time. 4. No device or product lot number has been provided for analysis. Additionally, no contact information, reporting facility information, address or phone numbers were provided. Without this information, we are unable to follow up with the reporting facility to acquire additional information or request the device be returned. Without a product lot number we are unable to conduct trending of the production lot or investigate the manufacturing records. Therefore, no conclusions can be drawn at this time. 5. No contact information, reporting facility information, address or phone numbers were provided. Therefore, we are unable to follow up with the reporting facility to acquire additional information. If the name of the reporting facility and/or the event reporter becomes available we will conduct a thorough follow up and report any relevant additional information at that time. 6. No device or product lot number has been provided for analysis. Additionally, no contact information, reporting facility information, address or phone numbers were provided. Without this information, we are unable to follow up with the reporting facility to acquire additional information or request the device be returned. Without a product lot number we are unable to conduct trending of the production lot or investigate the manufacturing records. Therefore, we are unable to attribute the report to the device. 7. We are unable to attribute this report of the device, therefore, there is no remedial action. If you have received any information to the contrary this information is false. 8. No contact information, reporting facility information, address or phone numbers were provided. Therefore, we are unable to follow up with the reporting facility to acquire additional information including the patient age, sex and medical history. 9. No contact info, reporting facility info, address or phone numbers were provided. Therefore, we are unable to follow up with the reporting facility to acquire add'l info including the primary and/or secondary causes of death. 10. No conclusions can be drawn at this time. No device or product lot number has been provided for analysis. Additionally, no contact information, reporting facility information, address or phone numbers were provided. Therefore, we are unable to follow up with the reporting facility to acquire additional information or request the device be returned. Without a product lot number we are unable to conduct trending of the production lot or investigate the manufacturing records. A trend analysis was conducted to identify reports for any of the products reported via this user facility report (ID # 030449, endo gia universal, 030455, endo gia roticulator 45-3.5 sulu, 030458, endo gia roticulator 60-3.5 sulu.) This trend analysis identified six additional reports in which the patient had a similar clinical outcome. It should be noted that of these reports, four reports either have not had a sample returned for evaluation or the evaluation is ongoing. One report was attributed to misapplication and one report showed no evidence of any device related fault. The MDR access numbers are as follows: 1219930-2006-00073, -00300, -00709, 1219930-2007-00028, -00692, -00978.

Event description:
Procedure: hand assisted lap nephrectomy. Patient sex: unk. According to the information as received from the FDA via a user facility report: performing hand assisted lap nephrectomy. Question of whether or not stapler misfired resulting in bleeding. Or staff not aware there was a question of stapler misfiring so device was destroyed. Bleeding resulted in demise of patient. Three different staplers of same product were used during procedure.